Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(6). Shipping & billing addresses confirmed. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error code 260.4130- 02/19/2020 06:09:12 (B)(6) po for $(B)(6) approved by (B)(6) shipping & billing addresses confirmed. There was no patient involvement.